Event description:
It was reported that the patient underwent a flap procedure on 29 january. On the first postoperative day, a slight peripheral haze was noted in the operated eye, not affecting the pupillary area. Medication was prescribed and follow-up was planned. Additional information indicated that the haze had resolved within 15 days after medication. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/not provided. Section d6a: not applicable as the product is not an implantable device. Section d6b: not applicable as the product is not an implantable device. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.